Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that accidently pulled out two infusion sets. Blood glucose at incident date was 166 mg/dl. It has been as high as 400mg/dl but not recently. The customer treated the high blood glucose with the pump. The customer declined troubleshooting the pump for the high blood glucose. The customer believed it was his eating habits. The customer had issue with product not adhering. He pulls it out. Customer does perspire heavily. The insulin pump will not be returned for analysis.